Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a pump reboot. The battery compartment was observed to be cracked. The battery cap was able to fully secure onto the pump, and there was evidence of moisture contamination on the interior of the battery cap spring. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture was observed to the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.